Manufacturer narrative:
During the onsite investigation, the technical svc engineer performed a sys verification to spec. No problems were found. (B)(4).

Event description:
A ctr dir reports a pt with grade 1 dlk (diffuse lamellar keratitis) diffuse in both eyes following bilateral lasik surgery. This report is for the left eye, the right eye will be reported on MFR report #3003288808-2012-00124. The pt was treated with add'l steroid medication and symptoms are improving. Add'l info provided via a returned questionnaire indicates the facility has checked the sterilizer, the ac, instruments, changed filters and reviewed cleaning processes with techs. In addition, there have been no new techs involved. The result showed nothing different. They have had no add'l dlk cases. At the post-op exam, the pt reported experiencing glare. Slit lamp exam showed good ocular health and good tear film.